Event description:
A surgeon reported that he had difficulty using the lens guide and had to remove the intraocular lens. The associated intraocular lens was returned with haptic and optic damage due to handling. Add'l info has been requested.